Event description:
(B)(6) hospital in (B)(6) , ri experienced an eletrcial arcing incident while using the monopolar function of a microline xr handpiece, and a microline scissor tip. The handpiece, and scissor tip have been retrieved and sent back to microline surgical headquarters for further investigation. Monopolar settings used inside of the patient were 60/40, and then 35/45. Staff atthe facility stated that the patient wasn't harmed, however the instrument did arc while inside the patient cavity.